Event description:
It was reported that 3 pen ndl 32g 4mm hp was unable or difficult to prime. The following information was provided by the initial reporter: material no:320550 batch no: 0168023, unknown. Consumer reported needles dull, difficult to prime. Issue involves two boxes of the same product. No re-use.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0168023, medical device expiration date: 2025-06-30, device manufacture date: 2020-06-16. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that 3 pen ndl 32g 4mm hp was unable or difficult to prime. The following information was provided by the initial reporter: material no:320550, batch no: 0168023, unknown. Consumer reported needles dull, difficult to prime. Issue involves two boxes of the same product. No re-use.